Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Same case as 2134265-2010-02850, 02851 and 02852. It was reported that post-coronary artery drug eluting stenting treatment procedure, chest pain and stent thrombosis occurred. The patient initially presented with myocardial infarction <72 hours prior to the procedure. The vascular access site was the right radial. The 100% stenosed, concentric, de novo target lesion was located in the non-tortuous, severely calcified ostium to the proximal left anterior descending (lad) artery. The lesion was 30mm in length and the reference vessel diameter was 2.75mm. An unspecified jl 3.5 guide catheter was advanced along with two non-bsc guide wires without protection of the diagonal branch. Pre-dilatation was performed with several balloons (maverick 2.0x12mm inflated to 10atms, apex push 1.5x15mm inflated to 14atms, non-bsc 1.25x15mm balloon inflated to 10atms, non-bsc 0.85x10mm balloon inflated to 10 atms and an apex 2.5x20mm inflated to 10atms). After pre-dilatation was performed, a promus element 2.75x38mm stent was implanted in the ostium of the lad at 12 atms with ¿adequate¿ angiographic results. It was noted; however, there was some difficulty in advancing the stent delivery system. During the same procedure, two promus element stents (3.0x16mm and 4.0x28mm) were implanted in the proximal portion of the right coronary artery (rca). The angiographic result of these two stent implants was "adequate". Heparin was administered during the procedure. The patient was compliant with medication therapy (asa and clopidogrel) until it was discontinued due to an upcoming leg surgery. Twenty days post-procedure, the patient experienced angina and it was found that the proximal side of the promus element 2.75x38mm stent was occluded in the lad. There was; however, some distal vessel flow. There was no issue noted with the stents implanted in the rca. Using a non-bsc guide catheter and with some difficulty, the physician was able to advance a non-bsc guide wire across the lad. Another non-bsc guide wire was advanced to the left circumflex. The lad was dilated with an apex push 1.5x15mm balloon at 10 atms, an apex 2.0x20mm balloon at 12 atms, an apex 2.5x12mm balloon and finally a non-bsc 1.10x10mm balloon at 12 atms. After dilatation good flow was observed. Upon angiographic review a dissection was noted in the lad. No further action was taken to treat the dissection as the patient was asymptomatic. However, the physician opted to perform periodic angiograms to monitor the patient. Seven days post-intervention, an angiogram was performed which showed collateral flow to the false lumen vessel with good distal flow, no vascular rupture and no blood escape. Approximately 28 days post-intervention, another angiogram was performed and distal flow had improved. Two days later, the patient was stable and discharged from the hospital.